Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: - last basal delivery was on (B)(6) 2013 at 8:07 pm, reported date from (B)(6) 2013 is overwritten in the black box. No time/date issue or any activity outside of normal use is observed, total daily dose adds up and equals the programmed basal rate target. The pump reflected 24u after a 24hr on 1 u/hr basal program duration test; no eaw occurred during the investigation. The product delivers within specifications. The pump passed a 5 days duration time test and was found to be able to maintain time/date accurately. Investigators were unable to duplicate ¿time/date issue¿ complaint. The pump¿s cover was removed, moisture corrosion was found to the keypad flex connector and to the pcb. The had a dim/pinkish display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (not adjusting correct time on the pump).

Manufacturer narrative:
Follow-up #2 - additional information/correction: the device evaluation information reported for this pump in follow-up #1 was derived from separate investigations of the pump that occurred on different dates. The pump was originally investigated on 02/12/2014 related to another complaint of a malfunction, and no defect was found. The pump was archived and then pulled again for investigation on 04/13/2015 related to this complaint of an adverse event, during which the complaint was not duplicated; however, a dim and discolored display was observed, which was unrelated to the complaint.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient¿s blood glucose (bg) had been elevated for last few days. The reporter stated that the patient¿s bg today was 493mg/dl without ketones, no vomiting, no nausea but did report their stomach hurt earlier. The reporter stated that the patient typically plays soccer four nights a week, but almost two weeks ago, the patient sprained their ankle and has not been playing. The patient self treated with 11.0u of novolog via syringe. At end of the call the patient reported bg of 347mg/dl. The reporter stated that the time was never adjusted for daylight savings time. This report is being made due to the hyperglycemic event the patient experienced due to not adjusting pump to daylight savings time.